Event description:
It was reported that medfusion 4000 pump alarmed syringe plunger sensor error. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal, had a non-OEM (original equipment manufacturer) battery, a chipped top case corners, cracked right plunger case, visible contamination on left plunger case flippers. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Contamination around plunger flippers causing them to stick open. Replaced plunger case assembly. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.